Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+1.0/088 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2021. On (B)(6) 2021 the lens was explanted and then replaced with a shorter lens due to excessive vault. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b5: rv the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens diopter -9.50/1.0/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The lens was later exchanged on (B)(6) 2021 for a shorter length lens due to excessive vault. This resolved the problem. Claim#: (B)(4).